Event description:
It was reported that a balloon rupture occurred. During a procedure involving a 3.50mm x 15mm nc emerge balloon, the balloon ruptured while inside the patient. The device was removed and the procedure completed with another of the same device. There was no patient injury and the patient was in good condition after the procedure.